Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone the blood glucose level was high. The blood glucose level was 420mg/dl. When inserted in the infusion set the reservoir would not lock in and just continue spinning .the customer was troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.